Event description:
It was reported that the patient was taken to the emergency room for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. Pump settings and delivery history were confirmed with the patient and confirmed as correct. No conclusions can be made at this time.